Event description:
It was reported an unspecified number of peritoneal dialysis (pd) patients experienced peritonitis. The cause of events was reported as the "green caps" of the amia cassettes are frequently falling off during patient set up, further reported as the "green caps being loose". It was not reported if the patients were hospitalized for the events. Treatment for the events was not reported. At the time of this report, the patient outcomes and action taken with pd therapy were not reported.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: in 2020, 5 peritonitis episodes with average of 37 patients. In 2021, 12 peritonitis episodes with average of 45 patients. Should additional relevant information become available, a supplemental report will be submitted.